Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that when the fiber optic cable of the intra-aortic balloon (iab) was connected to the cs300 intra-aortic balloon pump (iabp), an alarm was generated and the blood pressure signal was not displayed. After about three minutes, a new iab was inserted to continue therapy without further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4). Device not returned.